Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached approximately 70ma, which is near the maximum, and indicates good alignment, but this optimal alignment was rarely achieved. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate of 8mv per day, which is within the expected range. Device exhibits normal charging and discharging characteristics .